Event description:
It was reported the patient presented remotely via merlin.net. Review of the device history showed the insertable cardiac monitor (icm) had disconnected from the patient¿s phone. The icm was reconnected and transmissions resumed. The patient was in stable condition.